Manufacturer narrative:
No device will be returned per customer, however, the customer provided a video of the filter leak and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set filter leaked approximately 75-100 mls of an unknown group 3 high risk hazardous medication onto the floor. The patient did not require a repeat medication dose due to the loss of medication that occurred from the filter leak. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: (2) phaseal adapters; 250ml baxter bag, (B)(4), lot number 17e10e7g, exp 10 2018, 0.9% sodium chloride. The customer¿s report that the tubing set filter leaked approximately 75-100mls was not confirmed. Functional testing of priming, infusion and pressure testing replicated no leaks at the filter or anywhere else throughout the set. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that the tubing set filter leaked approximately 75-100mls of an unknown group 3 high risk hazardous medication onto the floor. The patient did not require a repeat medication dose due to the loss of medication that occurred from the filter leak. There was no patient harm.

Manufacturer narrative:
The customer's complaint of a filter leak was confirmed. A video provided by the customer showed fluid leaking from the filter onto the floor. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing set filter leaked approximately 75-100mls of an unknown group 3 high risk hazardous medication onto the floor. The patient did not require a repeat medication dose due to the loss of medication that occurred from the filter leak. There was no patient harm.